Event description:
During routine testing of the device at the service center, the user observed a cracked cable guide. The clip portion of the probe was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.